Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported a short battery life or a pump low battery alarm. Troubleshooting was performed and found that the battery did not last more than a week. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The power management graph (3/13/2024 to 3/15/2024) confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range using the existing data. No unexpected low battery alerts or power-related alarms were noted during testing. A review of the history files reveals there were seven (7) low battery alerts (2/9/2024, 2/14/2024, 2/19/2024, 2/24/2024, 3/1/2024, 3/7/2024, and 3/13/2024). The earliest power data available per the power management tool/detail trace file is on 3/13/2024 at 4:05:59 pm. There was no power data available prior to 3/13/2024 at 4:05:59 pm. Unable to check power data for the battery voltage that triggered the low battery alerts on 2/14/2024, 2/19/2024, 2/24/2024, and 3/1/2024, 3/7/2024. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked down arrow button keypad overlay. Battery charge lasting less than expected (low battery life) is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.